Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted an unk size taxus express2 drug eluting stent in the mid left anterior descending (lad). One day later, the pt was diagnosed with stent thrombosis. The physician treated the thrombosis with three add'l taxus express2 drug eluting stents (sizes unk). The pt was on plavix at the time of the event. Further info was requested but was unavailable.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.